Event description:
It was reported that metal particles would possibly be ejected and that the device was noisy. No patient harm but a delay of 2 minutes were reported.

Manufacturer narrative:
The device was not returned to the manufacturer, the investigation is then not completed at the date of this present report. A medwatch follow up will be submitted when the investigation is completed.